Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), restricted anterior leaflet and dilated left atrium for a mitraclip procedure. During the procedure, first lock test was successful, and lock line was removed. Upon second lock test, clip was opened. Clip was closed again and deployed. It was noted that the clip was stable on the leaflets. Cds was curved more than 90 degrees. Additional second clip was implanted to stabilize the clip that opened while locked. All steps were performed as per IFU during the preparation and procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported improper or incorrect procedure or method was due to the user curving the device more than 90 degrees. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.